Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support that a 2008t hemodialysis (hd) machine was displaying a ¿bicarb pump no eos¿ alarm while in rinse mode. The biomed said they had already replaced the bicarb pump, the actuator board, and the actuator board cable. Upon follow-up with the biomed, it was reported that thermal damage was found on the distribution board while evaluating the machine. The biomed confirmed there was no patient involvement associated with the event. Other than the burnt distribution board, no other components were found to be damaged. The biomed confirmed there was no evidence of any burning smell, smoke, sparks, or flames. When the biomed replaced the distribution board, the ¿bicarb pump no eos¿ alarm cleared. The biomed also had to replace the gear pump head because the pressure from the flow pump motor was not within range. After replacing the gear pump head, the machine pressures were calibrated, and the machine was returned to service. The machine had between 36,000 to 40,000 operating hours on it. The biomed confirmed the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The damaged distribution board was not available to be sent back for evaluation as it was reportedly discarded. Additionally, no photos of the part were available for review.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support that a 2008t hemodialysis (hd) machine was displaying a ¿bicarb pump no eos¿ alarm while in rinse mode. The biomed said they had already replaced the bicarb pump, the actuator board, and the actuator board cable. Upon follow-up with the biomed, it was reported that thermal damage was found on the distribution board while evaluating the machine. The biomed confirmed there was no patient involvement associated with the event. Other than the burnt distribution board, no other components were found to be damaged. The biomed confirmed there was no evidence of any burning smell, smoke, sparks, or flames. When the biomed replaced the distribution board, the ¿bicarb pump no eos¿ alarm cleared. The biomed also had to replace the gear pump head because the pressure from the flow pump motor was not within range. After replacing the gear pump head, the machine pressures were calibrated, and the machine was returned to service. The machine had between 36,000 to 40,000 operating hours on it. The biomed confirmed the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The damaged distribution board was not available to be sent back for evaluation as it was reportedly discarded. Additionally, no photos of the part were available for review.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). However, the complaint investigation found objective indicating there was a product problem, and thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.